Manufacturer narrative:
The insulin pump was received with a stripped battery cap coin slot, cracked reservoir tube lip, cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display window, and a scratched reservoir tube window.

Event description:
Customer reported physical damage to insulin pump due to over-tightening of the battery cap. Insulin pump is not functional because the battery has run out. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.